Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found a wire disconnected from solenoid sol17. The wire was reattached and thee instrument ran without leaks or errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained red leak of less than 5 ml from the coulter lh500 hematology analyzer while running controls. There were aspiration error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.